Event description:
Additional info received from the reporter on (B)(6) 2015: it's been two months and still have pain. I have gone back to the ER hoping for an answer why I'm still having issues. New symptoms hips down to my feet, sharp pain. I can sit down for 30 minutes and trying to get up, my legs are numb and painful so I'm needing to get up . Two months here with essure and still not able to eat meat, oddly it makes me nauseous.

Event description:
In 3 weeks: I have visited the ER and doctors 10 times. Continue to have dull pain constantly, irregular sharp pains, bloating, panic attacks, migraines, nauseous and vomiting, complex ovarian cyst, tiredness, long/ short time memory loss, night sweats, emotions of any kind makes me sweat, heart racing, shortness of breath, joints, hip and back pain, insomnia. (B)(4).